Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon was ruptured. The 75% stenosed target lesion was located in the moderately calcified forearm shunt. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, the balloon was inflated three times at 8atm and 8atm for one minute respectively. However, pinhole rupture occurred upon third inflation at 10 atm. The device was removed without any problem using the normal method and the procedure was completed with another of the same device. There were no complications reported and the patient is in good condition after the procedure.